Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the following readings on the meter: (B)(6) 2017: 233 mg/dl - 9:49am; 107 mg/dl -9:50am. (B)(6) 2017: 577 mg/dl - 6:10pm; 534 mg/dl - 6:12pm; 150 mg/dl - 6:14pm. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.